Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported a cassette occlusion during surgery. Pt impact is unknown. Additional info has been requested but none received to date.